Manufacturer narrative:
The device has not been returned to the manufacturer of the date of this report. A follow-up report will be sent if the device is received.

Event description:
It was reported that two shavers left metal shavings in the pt during a knee arthroscopy. The shavings were washed out with irrigation. There was no harm to the pt. See MFR report # 2134070-2012-00023 regarding the other shaver.